Manufacturer narrative:
In the initial MDR, the incorrect date of event was incorrectly submitted as (B)(6) 2020 and should be (B)(6) 2020.

Manufacturer narrative:
We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2019 until (B)(6) 2020 (237 days). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. Because the affected blood pump will not be send back to berlin heart, only the pictures provided by the clinic can be used for analysis. The clinic reported that they cut the blood pump open and found blood remains in between the blood-side layer and the middle layer of the triple layer membrane. Blood can only get between the blood-side layer and the middle layer of the triple layer membrane when the blood-side layer has a defect. The cause for the defect in the blood-side layer cannot be determined as the blood pump was not send back for analysis. According to the site report, the blood pump functioned as intended, supporting the patient until the blood pump was exchanged on (B)(6) 2020 without any negative effects on the patient.

Event description:
We were informed by our distributor that the left excor blood pump of a patient implanted in the bvad configuration was exchanged due to a thrombus. After the exchange, the blood pump was cut open by the site and blood agglomerates were discovered between the blood-side layer and the middle layer of the triple layer membrane. A membrane defect was suspected. The clinic had provided berlin heart (B)(4) with pictures of the blood pump after it was cut open. The affected excor blood pump supported the patient as intended until it was replaced on (B)(6) 2020. The affected excor blood pump was replaced by trained specialists in the clinic. The exchange of the blood pump was performed without complications and the patient is doing well.